Event description:
It was reported that the tip of the instrument broke in two places during surgery. The pieces fell into the pt. One piece was retrieved. It was unclear whether the second was retrieved or remained in the pt. X-ray were taken. No pt complications were reported.

Manufacturer narrative:
(B) (4). X-rays were not provided to the manufacturer. The instrument was returned for analysis. Visual examination found the tips of the instrument were broken off. The fracture surface appears to be contaminated. No evidence of torque was observed. The brittle failure is consistent with the overloading of the instrument. The broken pieces were not returned for analysis. A review of the device history records did not identify any applicable non-conformances to specification.